Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, there were several seals where the generator signaled seal complete, but the device did not seal. There was an end tone but no regrasp alarm. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily, and end tones were heard indicating completed activation cycles. The instructions for use (IFU) states that there are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, there were several seals where the generator signaled seal complete, but the device did not seal. There was an end tone but no re grasp alarm. A new device was opened to complete the procedure. There was no patient injury.